Event description:
Reporter stated that her dentist implanted a sub-standard material in her mouth that is failing. All of the implants are falling off. She wants the dentist investigated and stopped before more people get hurt.